Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2020, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), regarding a patient receiving hydromorphone (10 mg/ml, 4.522 mg/day) via an implantable pump for spinal pain. It was reported the patient had a drug concentration change performed on (B)(6) 2021. The concentration was changed from 10 mg/ml to 30 mg/ml. The hcp knew the patient would not get their ptm bolus, so they cancelled the bridge bolus. The hcp called on (B)(6) 2021 and reported they were headed to the patient, who was roughly an hour away, to correct the issue. The hcp called back to review numbers; catheter volume = 0.192 ml, pump is slowing down 0.199, 31 hours have passed, patient only did one ptm bolus of 0.3 mg. The hcp did an advanced bridge bolus and programmed the 10 mg/ml back in the system. The hcp stated they would be monitoring the patient. No symptoms or patient complications reported.